Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed when additional information becomes available.

Event description:
It was reported that cadd cassette exhibited particles as opaque, white, round-shaped slowly falling within the solution. There was no patient involvement and no patient harm.